Event description:
It was reported when using the bd pyxis medstation es system drawer 1 was failed and user was unable to retrieve medication to patient. The customer added that the user was able to retrieve medication from another device and the in-patient pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer 1 on the auxiliary cabinet was failed with error message and latch sensor had come loose from the assembly. The field service engineer reseated the latch sensor to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.